Event description:
Additional information was received indicating the patient had an iol implanted into the fellow eye two weeks post-operatively and clarified the visual acuity (va) measurements. Additional information was requested but not received.

Manufacturer narrative:
Correction: b6. Additional information: b5, b6, g3, h2, h11.

Manufacturer narrative:
Although requested, device was not returned for evaluation. A review of the device history record (DHR) did not identify any anomalies or nonconformities that could be related to this event. The lot history, trend analysis, risk analysis and directions for use review were considered acceptable, with the product performing within anticipated rates. Based on the available information, the root cause of this event could not be conclusively determined.

Event description:
It was reported that approximately seven weeks after implantation of an intraocular lens (iol) into the right eye (od), the patient complained they were dissatisfied with their vision. Approximately three months after the onset of problem, the lens was exchanged with a different model iol. In the surgeon¿s opinion, the most likely cause of the event is excessive glare. Patient outcome is good.